Event description:
As reported by the registry, following percutaneous coronary intervention (pci), the patient had intra-stent thrombosis with an occlusion of the circumflex artery and no possibility of resuscitation. The patient presented for treatment of 3-vessel disease, it is not currently known if the procedure was elective or emergent. Medications at baseline included ticlopidine/clopidogrel, aspirin and heparin. Percutaneous coronary intervention (pci) was first performed on a de novo lesion in the proximal right coronary artery (rca) of 10-15 millimeters (mm) in length in a 3.3mm vessel diameter. The lesion was angulated between 45-90 degrees. A 3.0x13mm cypher select stent was deployed at 18 atmospheres (atm) with success. There was no predilatation and post-dilatation. Pci was performed next on a de novo lesion in the proximal circumflex of 15-20mm in length in a 3.8mm vessel diameter. The lesion was also angulated between 45-90 degrees. A 3.5x18mm cypher select stent was deployed at 18 atm. Then, pci was performed on a de novo lesion in the mid left anterior descending artery (lad) 20.30mm in length in a 3.3mm vessel diameter. A 3.0x23mm cypher select stent was deployed at 18 atm. Finally, pci was performed on a de novo lesion in the proximal lad of 10-15mm in length in a 3.8mm vessel diameter. The lesion was also characterized as eccentric. A unidentified cypher select stent was deployed at unknown inflation pressure. There was no predilatation and post-dilatation. Post-procedure medications were not known.

Manufacturer narrative:
Following the procedure, the patient had intra-stent thrombosis with an occlusion of the circumflex artery and no possibility of resuscitation. The patient expired. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of four products associated with the reported events that were submitted under the following manufacturing numbers 9616099-2007-02254, 9616099-2007-02255, 9616099-2007-02256, and 9616099-2007-02257.